Event description:
Procedure for lung resection for metastases. An adult blocker was used on the pt, as the pediatric version was not available. Blocker was placed using a pediatric scope. Upon removal of the blocker, the balloon became detached from the catheter. Balloon was retrieved from within the arndt multiport adapter.